Event description:
Guidant received information that during an elective replacement procedure, this chronic lead exhibited shock impedances of less than 20 ohms after a 15 joule commanded shock was delivered. The lead was capped and a new lead was implanted in the right ventricular. The new device was removed and a replacement device was successfully implanted. The device has been returned for analysis.